Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue and was not able to induce the reported error codes.

Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when testing the unit, the unit sometimes auto resets with the following error codes: e12, e21, e42, e51, e53, e54, and e55. There was no patient involvement associated with the reported issue.